Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 2/6/2020. Additional information was requested, and the following was obtained: 1) please provide additional information about what was required to address issue. New machine and a new cassette were taken for further operation. 2) can additional information be provided about shunt? No. 3) how was the procedure changed? The procedure was changed completely, the operation was changed. 4) how was the post-operative care of patient changed? The patient's quality of life has changed. 5) was the device difficult to close or fire? No. 6) were any unusual noises heard when closing or firing? No.

Manufacturer narrative:
(B)(4).batch # t5c85c. Investigation summary: the analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: please provide details of how operation type has been changed. Yes please explain what is meant by shunting. Was a drain placed in patient? If so, was this done during initial operation? Due to the fact that the device did not flash, it only cut through. Therefore, the operation has changed so that body. Which he cut had to be removed completely. Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a reportable event and is being considered a serious injury.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: were all pieces retrieved from the patient? - yes. Will the small pieces be returned with the device? - yes. What is the current patient status? - discharged from the hospital. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)- operation type has been changed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide details of how operation type has been changed. Please explain what is meant by shunting. Was a drain placed in patient? If so, was this done during initial operation? Six photos received: upon visual inspection of six photos, the following was observed: the first and second photos show a green reload loaded in the device from top view and several leg staples can be seen protruding of the pockets of left side and the drivers exposed of right side of reload. The third photo shows a plastic piece on tissue; that appears to be sled piece. The four photo shows a device with jaws open and a green reload loaded from top view and several staples protruding of left side of reload. The fifth photo shows tissue with slightly bleeding. The sixth photo shows tissue piece inside of a plastic jar. Based on the photos reviewed, the event describes are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an unknown procedure, the cassette fell apart while sewing in the clinic. A stomach resection operation was planned. After the incident occurred, the patient underwent shunting.